Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. The vessel morphology at the time of implant was reported as there was a small (18 mm) in diameter distal aorta. The stent grafts were implanted the iliac limbs were not crossed. It was reported that the patient presented emergently with lower leg pain. The CT revealed that the ipsilateral iliac stent graft limb was kinked/compressed by the pressure of the contralateral iliac stent graft limb, due to the small in diameter vessels resulting in limited blood flow. The physician elected to treat the patient with implanting two 10x30 assurant cobalt bare metal balloon expandable stents within the bifurcate stent graft ipsilateral limb and the contralateral limb, (kissing stents). The blood flow was restored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (small in diameter distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small in diameter distal aorta).